Event description:
A bi-ventricular assist device patient being supported on the portable driver was experiencing frequent loss of fill signal on both the left and right side. Pt was also having hemolysis problems, as evidenced by increasing hdl, low h&h, and hematuria. Driver was changed to a replacement driver based on recommendations from the service technician. Hemolysis problem has resolved since the driver change. The intermittent loss of signal is still ongoing and being evaluated by the MFR as a separate incident.